Event description:
Patient was using cpm and knocked it tot he floor. Cpm placed back on bed for patient to use. It was later noticed that patient had severely lacerated his right index finger by placing said finger in gear of cpm. Shield area of cpm was broken which allowed patient to access gear. Patient not fully appreciative of what he was doinginvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.